Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that the catheter was stuck with the guidewire. A 10mm x 3.25 wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter was stuck with the non-boston scientific guidewire. The device was removed as one unit and the guidewire was able to be removed from the catheter outside the patient. No damage was noted with the wolverine. The procedure was completed with another of the same device. There were no patient complications.